Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported the unit of measure setting of their freestyle flash meter changed form mg/dl to mmol/l. There was no reported of death, serious injury or mistreatment.